Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, acute renal failure, likely acute interstitial nephropathy secondary to cipro. Partial exposure of vaginal mesh to the anterior vaginal wall at the site of a previous abscess. Plan - plan to partially excise a small portion of the mesh, undermine the vaginal mucosa, and then reapproximate the mucosa in a tension-free technique for complete re-epithelialization of the anterior vaginal wall. Underwent revision and partial removal of an anterior vaginal wall mesh defect for partial exposure of vaginal mesh to the anterior vaginal wall at the site of a previous abscess. Yes. Following mesh revision surgery, the patient developed complications and underwent second mesh revision surgery. Complication due to gu device, urination urgency, frequency, nocturia and incontinence. Plan - ordered urine culture, urinalysis. Discussed options of continued medical management versus surgical removal. She feels that she has attempted medical management for quite some time and would like more definitive treatment. Discussed the procedure for resection of the exposed mesh and possible concurrent rectocele repair. Will see her within the month before the procedure date for the formal preoperative discussion and to obtain plans. Underwent revision and removal of vaginal mesh, rectocele repair for vaginal mesh exposure, recurrent rectocele. Urinary frequency, urge incontinence, complication due to gu device, rectocele. Plan - urinalysis was ordered. Prescribed vagifem every night. Continue with fiber and laxative as needed to keep bowel movements soft.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced acute renal failure, likely acute interstitial nephropathy secondary to cipro, partial exposure of vaginal mesh to the anterior vaginal wall at the site of a previous abscess, mesh revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.